Manufacturer narrative:
Model number: balloon: 72400024, cuff: 720133-01. Lot number: balloon: 0188491009, cuff:0168020014. Catalog number: balloon: 72400024, cuff: 720133-01. Expiration date: balloon: 10/09/2022, cuff: 03/28/2019. UDI number: balloon: (B)(4), cuff: (B)(4). Manufacture date: balloon: 10/23/2017, cuff: 04/03/2017.

Event description:
It was reported that a request for warranty has been made to perform a revision surgery for a patient with an ams800 artificial urinary sphincter device due to the pump not working and recurring incontinence.

Manufacturer narrative:
Model number: balloon: 72400024. Cuff: 720133-01. Lot number: balloon: 0188491009. Cuff:0168020014. Catalog number: balloon: 72400024. Cuff: 720133-01. Expiration date: balloon: 10/09/2022. Cuff: 03/28/2019. UDI number: balloon: (B)(4). Cuff: (B)(4). Manufacture date: balloon: 10/23/2017. Cuff: 04/03/2017.

Event description:
It was reported that the patient's artificial urinary sphincter pump was not working. The patient experienced recurring incontinence. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patients artificial urinary sphincter pump was not working. The patient experienced recurring incontinence. The system was replaced with a 3.5 cm cuff, pump, and 61 to 70 cmh2o balloon. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
The ams 800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams 800 pressure regulating balloon was visually and microscopically inspected. There was a leak in the sphere that was the result of fatigue and avulsion at a slight bulge in the sphere. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Inspection of the remainder of the device revealed no other damage or irregularities. D4: model number: balloon: 72400024, cuff: 720133-01. D4: lot number: balloon: 0188491009, cuff:0168020014. D4: catalog number: balloon: 72400024, cuff: 720133-01. D4: expiration date: balloon: 10/09/2022, cuff: 03/28/2019. D4: UDI number: balloon: (B)(4), cuff: (B)(4). H4: manufacture date: balloon: 10/23/2017, cuff: 04/03/2017.